Event description:
Same case as MFR report #: 2134265-2010-01609. It was reported that post an unspecified procedure, in-stent restenosis occurred. The lesion was a 90% restenosis of the express ld 7.0 x 57mm stent located in the moderately tortuous external iliac artery. The date of the stent deployment is unknown. The express ld stent was well-positioned and well apposed. The 75% stenosed lesion was located in the mildly tortuous vessel. The stent was deployed at 8atms, and there were no complications during the stent deployment procedure. The restenosis was determined by angiography. The small peripheral flextome monorail cutting balloon was inflated to 12atms one time. However, upon withdrawal from the stent and into the 6fr nonbsc introducer sheath, the physician encountered resistance. The physician advanced the device forward and attempted to withdraw it again, still noting resistance. The physician then advanced the device once again, inflated the balloon to 2 atms, deflated the balloon and was able to withdraw the balloon catheter. Upon removal, it was noted that a portion of the blade was missing. Vacuum was performed and only blood was removed from the sheath. Another 7.0 x 40mm balloon was used to complete the procedure. The location of the blade fragment is unknown, however the physician reported the patient status as ¿ok¿. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B) (4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).